Event description:
It was reported that after sixth shot, the error 430 was displayed and the device could no longer be used. It was planned to fire seven shots, but due to the procedure time frame, the procedure was terminated. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that after sixth shot, the error 430 was displayed and the device could no longer be used. It was planned to fire seven shots, but due to the procedure time frame, the procedure was terminated. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt of this delivery device at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device identified that the error message displayed was not confirmed, it could not be substantiated during functional testing and no other fault conditions were identified. The device passed visual inspection. No damage or abnormalities were found. The device passed mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. The device passed functional testing. The device performed prime, pretreatment, and 5 full treatments without any issues or errors. Based on analysis and the information available a conclusion code of no problem detected was assigned to this investigation.